Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection, air was noted in the sample bag. Blood was also noted in the sample bag, access line, and return line. Both white clamps were closed. The blue clamp was open. No leaks from the bag were noted. No misassembles of the set were noted. The white clamps were fully occluding the lines, no defects were noted with the two white clamps or blue clamp. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A preventive maintenance was conducted on the machine involved, shortly after the incident. The machine passed all tests. The run data file (rdf) was analyzed for this event. Root cause: on version 6.0.1 software, after the kit is loaded onto the machine, removal of air from the kit during the bag evacuation substate requires that the donor access line clamp remain open for air to exit the needle. Before the bag evacuation is performed, there is a screen prompt to close the clamp on the sample bag line to prevent air from entering. If the donor line clamp is inadvertently closed and the sample bag line clamp is left open, air intended to go out the needle will route into the sample bag and the ¿pressure detected during bag evacuation¿alert will be generated. Analyses of the pressure signals in the rdf indicate that this is likely happened. The operator then opened the clamp on the donor line and completed the rest of the system tests without incident. Based on the complaint description, air was noticed in the sample bag when the blood sample was attempted and the run was ended. It is suspected that the operator did not remove the air from the sample bag per the screen instructions when the alarm was generated. If the sample bag becomes inflated during or after disposable test is performed and the donor is not connected, then the operator can follow screen prompts to open both the donor line and sample bag clamp and express the air out through the needle. The clamps should then be closed and the procedure resumed.

Event description:
The customer reported that the operator opened the clamps on the sample bag line and noticed air had filled the sample bag. Per the customer, the operator aborted and disconnected the donor immediately. No air reached the donor. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the lot for similar reports was carried out and none have been reported as being similar with the failure mode related to clamp on donor line being closed during air evacuation. Corrective action: the customer received re-training from terumo bct related to air in sample bag safety alert, which emphasizes following instructions on the screen to check for air in the sample bag.

Event description:
No medical intervention was required for this event.